Event description:
Spacelabs received a report that a bleasesirius anesthesia machine failed to ventilate a pt during a case. The machine displayed an error code and ceased automatic ventilation. The clinician was able to continue ventilating the pt in bag mode. The machine was later replaced with a different anesthesia machine to complete the case.

Manufacturer narrative:
This is the 2nd failure with the same error in two months. Investigation was conducted after the first failure in (B)(6) 2014. The power supply board was tested with no problem found. The controller board was replaced. The device returned to service after being extensively tested and passing all tests. A spacelabs field service engineer (fse) tested the machine onsite per the test procedure in the device service manual. The reported problem could not be duplicated. The machine passed all tests. Spacelabs has requested suspicious parts to be returned for further investigation. We will file a supplemental report when our investigation is concluded.